Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 03/22/2016 a medtronic representative performed an imaging system check-out, all areas passed. Mvs monitor shut-off during power-up/boot-up sequence, found mvs power-on switch knob out of positon. Because of loose hardware, causing the mvs computer to cycle power-down while imaging system was powered on. Adjusted power-on knob on mvs station, and tightened loose hardware on power-on switch assembly. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's imaging system that was experiencing an intermittent image on the mobile view station (mvs) screen. When they booted-up their imaging system, sometimes a re-boot was required to get a signal. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.